Event description:
It was reported there was lead oversensing, with fracture suspected. However, lead impedance was stable, isometrics negative, x-ray showed no problems with lead location, and lead testing through the analyzer was good. The rv (right ventricular) pace/sense lead was capped, and the defibrillation lead remains in use. Additional information was subsequently received reporting possible premature battery depletion, and an issue affecting the pace/sense circuitry of the device was questioned as a cause of the oversensing. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device revealed no anomalies.